Manufacturer narrative:
Main investigation conclusion: a direct correlation between the reported events, (suspected thrombus, stroke, patient outcome) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The reported thrombus could not be confirmed, through this evaluation as no images were submitted. And no product has been returned for evaluation. The hmii lvas instructions for use (IFU) lists stroke and thrombosis as adverse events that may be associated with the use of the hmii lvas. The IFU outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This IFU also outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of this IFU lists stroke, thrombosis, and death as adverse events that may be associated with the use of the hmii lvas. Section 1 of this IFU provides an explanation of each of the pump parameters. Section 6 "patient care and management" outlines the recommended, anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications, of pump thrombosis as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jun2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to device-related thrombus and stroke. It was reported that the patient's outcome was device and/or therapy related. No autopsy was performed and the device was not returned for evaluation.